Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's high blood glucose levels and motor error. The customer's blood glucose level at the time of incident was 511mg/dl. The customer's most current level was 302mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The customer had received no delivery alarms. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted during testing. The motor was tested outside the device and passed. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.